Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the device's faulty system pcb assembly. A replacement for this part is no longer available. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device does not fully power on and will not complete the boot up process. There was no report of patient use associated with the reported event.